Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and delivery accuracy test at 0.08755 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. No displacement anomaly noted during testing. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the unit and passed..

Event description:
The customer reported via phone call the insulin pump had a motor error alarm. The customer¿s blood glucose level was 350 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error after possible exposure to MRI. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields and was able to complete the rewind process. Customer also reported that she was hospitalized twice due to diabetic ketoacidosis. The customer had symptoms such as nausea, abdominal pain, and difficulty breathing. Customer's blood glucose reading was 209 mg/dl at the time of call. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.